Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). Omsc could not obtain additional information about individual cases. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
The following events were reported in the endoscopy 2018; 50: 33¿39: article title: "transpancreatic precut papillotomy versus double-guidewire technique in difficult biliary cannulation: prospective randomized study." Summary: during the biliary cannulation which were performed between april 2011 and march 2014, pr-104q were used. The biliary cannulation were performed with transpancreatic precut papillotomy and double guidewire technique as follows; 1) the biliary cannulation were performed with transpancreatic precut papillotomy. The total number of patients were 34 (male-to-female ratio was 18:16). The mean age of the patients was 69.8 years. In this prospective study, it was reported as follows; mild pancreatitis developed in one patient. Cholangitis developed in one patient. The incidence of post-ercp hyperamylasemia was 20.6% (7/34). There was no report of additional surgical treatment in all cases. 2) the biliary cannulation were performed with double guidewire technique. The total number of patients were 34 (male-to-female ratio was 19:15). The mean age of the patients was 67.3 years. In this prospective study, it was reported as follows; severe pancreatitis developed in one patient. Pneumonia developed in one patient. The incidence of post-ercp hyperamylasemia was 20.6% (7/34). There was no report of additional surgical treatment in all cases. This is the report regarding cholangitis.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc). Since the lot number is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. From the reported information, we presume that the reported complications were not due to the malfunction of the device, but occurred as a general complications of the procedure.